Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell and flat creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified: three striated openings, broken striated, nicks and wear abrasion. Based on the device analysis the final assessment is: three striated openings assessed as surgical damage, striated edge on the anterior side, broken due to surgical damage, and other nicks assessed as non-penetrating nick. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to rupture and capsular contracture baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side rupture and capsular contracture baker grade unknown. Healthcare professional reported left side rupture and capsular contracture baker grade IV. The device has been explanted.